Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s backup battery use count increasing was confirmed via the provided periodic log file; however, the reported event of the patient not hearing alarms was not confirmed. The periodic log file recorded events at approximately 1 hour or 24 hour intervals and captured the backup battery use count increasing from 18 uses to 46 uses throughout the data. However, the log file did not capture any atypical alarms, and the events leading up to the use count increases were unable to be observed. The provided event log file did not capture any atypical events and did not capture the use count increases, and the system operated as intended throughout the data. The system controller (serial number(B)(6)) was not returned for analysis. Questions regarding the events were asked multiple times and no responses were received, and available information suggests that the controller remains in use. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate 3 patient handbook tells users that the backup battery will operate the system in events where external power is lost from the system controller. The patient handbook also instructs users on how to properly charge and maintain the backup battery (section 2 ¿how your heart pump works¿). The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power conditions that would cause the backup battery to be put into use. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 30 backup battery uses since the last time the patient was seen in clinic. The patient denied hearing alarms or double disconnecting from power sources. Log files were submitted for review and captured low voltage advisory events due to battery depletion. No uses of the ebb were noted in the log file which covered about 14 days of data.